Manufacturer narrative:
Batch review performed on 22 august 2023. Lot 2006802: (B)(4) manufactured and released on 25-march-2021. Expiration date: 2025-12-16. No anomalies found related to the problem. To date, 14 items of the same lot have been sold without any similar reported event during the period of review.

Event description:
During the primary hip surgery and during final torqueing of the m-vizion locking screw, the femur fractured distally. The surgeon was using antirotational handle 01.22.10.0154. Plate, screws and cables were placed to fix the fracture and the surgery was completed successfully. Poor patient's bone quality.